Event description:
New information received notes the ra lead dislodgement was identified via fluoroscopic view.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During the procedure, the right atrial (ra) lead was positioned and then became dislodged. The physician attempted to reposition the ra lead and found the helix could no longer be extended. The ra lead was not implanted, and a new lead was implanted. The patient's condition was stable.

Manufacturer narrative:
Further information was requested, but not received yet.